Event description:
It was reported that during an attempted atrium sensing test by the programmer, undersensing of the atrium was kept continuously. There were no adverse consequences to the patient. The patient condition post procedure has been well with no troubles.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes during a clinic follow-up, after performing the wave height test with a auto-sensing turned on, undersensing continued to occur. No patient consequences were reported.

Event description:
New information received notes the undersensing issue has been resolved. Patient was stable.